Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during unpacking, the 2.0x12mm nc trek balloon dilatation catheter was pulled out of the dispenser coil and the hub came off the device. The device was not used. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.